Manufacturer narrative:
The reported malfunction was observed during review of the device history logs. However, the device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed that there was an ECG signal in leads, followed by multi-lead faults that are not resolved for the remainder of the case. The logs show that electrode pads on message indicating therapy pads are applied to the patient. However, the user remains in lead ii and therefore does not see an ECG signal on the display. The user would need to change the lead view to pads view to view the ECG signal on the display. Based on the pads impedance chart, we expect the pads view would have displayed a good ECG signal if the user changed ECG view. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.